Event description:
It was reported that the patient experienced a pericardial effusion, a drop in blood pressure, and a perforation of the left atrial appendage (laa). During a pulse field ablation (pfa) procedure to treat atrial flutter (afl) and atrial fibrillation a farawave catheter was used. Use of the catheter to treat atrial flutter to treat atrial flutter constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). Twenty-one ablations were delivered in the right atrium (ra) after mapping with a non-boston scientific catheter. These ablations to the ra were also off-label, as the IFU only indicates the farawave catheter to perform pulmonary vein isolation (pvi). A mid-mid transeptal puncture was performed, then the left atrium (la) was mapped. Two ablation deliveries were made in the la when a blood pressure drop was observed, and a pericardial effusion was confirmed. A perforation of the laa had occurred. The pfa procedure was cancelled, and the case was taken over by cardiothoracic surgeons. The pericardium was tapped to remove fluid, and an exploratory surgery was performed. The patient was hospitalized due to the complications. The patient was in stable condition. The device is not expected to be returned for analysis due to analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.